Event description:
It was reported patient had a revision of left hip on (B)(6) 2013 with non-stryker product. Patient is scheduled for a second revision on (B)(6) 2014 due to dislocation. Doctor will replace femur head and liner.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The unknown head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.